Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 157 mg/dl at the time of incident. Customer stated that the insulin pump alerted meter bg now and unable to clear the alert. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 1000 mg/dl on (B)(6) 2017. Customer stated that the he was off of insulin pump due to keypad anomaly and went to the hospital due to high blood glucose of 1000 mg/dl. Customer was waiting for his insulin pump replacement as it is on back order. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window.